Event description:
Resident was finished with shower 9/20/96 am rested on chair in shower room. Pt was putting on her blouse when legs of chair gave way and resident fell and put rt hand out. No c/o of pain immediately after fall, able to stand and ambulate with walker and no loc.